Event description:
PICC line placed on 6/10/93 in right antecubital. Subsequent x-ray identified a foreign body in pulmonary artery. A piece of the guide wire with coating from the PICC line was retrieved using angiography on 6/21/93.